Event description:
Related manufacturer reference number: 2017865-2022-16003. It was reported that the patient presented for a scheduled procedure due to the right ventricular lead causing high ventricular rate events. After opening the pocket, insulation damage was noted on the atrial lead. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.